Event description:
Healthcare professional reported unknown side "rupture." Device status is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "rupture."

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
This record is un-reporting due to device not PMA approved.